Event description:
Customer reports to have continous beeping tone on insulin pump. After troubleshooting, sensor was turned off, however, customer does not use the sensor feature. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).